Event description:
A cardiac bypass patient was switched to CPAP setting on the ventilator to help awaken. The patient was switched back to the previous ventilator settings due to apnea. Respiratory therapy came to evaluate patient for extubation and noted that the ventilator was again running on CPAP. The ventilator was removed from service and sent to clinical engineering for evaluation. There was no harm to the patient who was successfully extubated.